Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. During a revision surgery, the physician confirmed that the incontinence was secondary to a fluid loss in the pressure regulating balloon (prb). Which occurred following a bowel resection procedure after the initial implantation. The device was explanted and replaced. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for cuff is (B)(4). UDI field (d4) concomitant product UDI for xxxxxx is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter aus experienced recurrent incontinence. During a revision surgery, the physician confirmed that the incontinence was secondary to a fluid loss in the pressure regulating balloon prb. Which occurred following a bowel resection procedure after the initial implantation. The device was explanted and replaced. There were no further patient complications.